Event description:
Captiva spine was contacted by a distributor representative with information regarding a revision surgery. The representative indicated that the patient had fallen causing a revision surgery to remove the cervical construct. No device failures were identified. There have been no further issues reported regarding this incident.